Event description:
After one minute of angiojet run time, the patient complained of shortness of breath and chest discomfort. Patient went into a heart block arrhythmia for several minutes and then went into a sinus tachycardia. Patient was admitted to icc and later lab tests revealed elevated ckmb enzymes for 3 days. After discussion with the attending cardiologist it was felt that the patient's dialysis graft was infected and that when it was reopened the bacteria caused the resulting problems.